Event description:
A (B)(6) yo f undergoing pci to the proximal to mid diagonal branch complicated by balloon rupture (abbott balloon trek 2.50x20mm ref number: 1012272-20 lot#: 00420gi exp: 2023-03-31) during low-pressure angioplasty and subsequent dissection propagating proximally. This was successfully contained and treated with appointment of 2 overlapping xience sierra drug-eluting stents. Patient c/o chest pain and experienced hypotension. Put in a couple stents to fix the problem. Patient was admitted for overnight stay and discharged on (B)(6) 2021 at her baseline. FDA safety report ID # (B)(4).